Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, lens not implanted. If explanted, give date: not applicable, lens not implanted, therefore, not explanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported initially that there was a loading error with the preloaded intraocular lens. Additional information was received and it was learnt the haptic was crimped/bent and the physician was able to remove the iol and cartridge from the eye before fully implanting the lens. There was no incision enlargement, vitrectomy or sutures required. No patient injury. The patient is reported to be fine. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.